Event description:
According to the initial reporter - the stent migrated during the passage of the balloon. They had to use another stent to anchor the bottom of it to make sure that it doesn't migrate any more. The procedure was successfully completed but the physician did not like that the first stent migrated. When the physician advanced the balloon to dilate, he felt resistance. The physician thinks that he might have pushed the stent up.